Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test and displacement test, unable communicate sensor simulator to verify lost sensor alarm due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor and transmitter was not working. The customer¿s blood glucose level was unknown at the time of the incident. It was also reported that there was issue with transmitter charging and customer declined trouble shooting for the issue. The insulin pump will not be returned for analysis.